Manufacturer narrative:
Philips has investigated this complaint. According to the information collected, the system was outside of clinical use when the issue occurred. A philips remote service engineer (rse) examined the system remotely with the customer and confirmed that restarting the system multiple times did not resolve the issue at the time of the event. The host pc did not start up, the data monitor was black, and review monitor only had philips logo. A philips field service engineer (fse) went onsite and checked the host pc, and found the graphic card did not work well. To resolve the issue, the fse re-plugged the graphics card. After functional checks, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Manufacturer narrative:
The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-010-c, which addresses the causes associated with the reported malfunction.

Event description:
It was reported to philips that the system was unable to boot up. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.